Manufacturer narrative:
Concomitant medical devices: femur cemented posterior stabilized (ps) standard left size 10 catalog# 42500606801 lot# 62255746, articular surface fixed bearing posterior stabilized (ps) left 10 mm height catalog# 42511400810 lot# 62235137, all poly patella cemented 35 mm diameter catalog# 42540000035 lot# 62113103. No devices were received; therefore the condition of the components is unknown. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0001822565-2016-02197. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's knee arthroplasty was revised for tibial loosening.